Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-66 (supply voltage of cpu circuitry is too high) alarm. This occurred when the device was turned on. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The f-66 alarm was not identified during evaluation or in review of the alarm log. The reported issue was not verified. However, during evaluation, it was found that the main battery needed replacement considering its installation date. The device was serviced to meet functional specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.